Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. There was no reported impact to the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy. Pump was received by the distributor and pump was found to be functioning properly.